Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 45 mg/dl at the time of incident and current blood glucose is 80 mg/dl when customer checked blood glucose at that time blood glucose was 205 mg/dl. The customer was neither hospitalized nor admitted for high blood glucose. It also stated that drive support cap was normal. The customer treated their low blood glucose with glucose tablets. The insulin pump will not be returned for analysis.